Event description:
Report received of a programming error. It was reported that milronone and dopamine were programmed to infuse concurrently. The dose calculation function was not used as intened; therefore, the medications were infusing at the wrong rate. The customer was unwilling to provide any additional info on the event, including pt specific info, whether the error resulted in an over or under-delivery of medication, or there was any adverse effect to the pt.